Event description:
An optometrist reported a right eye case of trace diffuse lamellar keratitis (dlk), observed at six days post lasik surgery. Case was noted to have been treated with steroid drops, which was later tapered before discontinuation. Upon follow up, reporter information that the dlk is expected resolve.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).